Manufacturer narrative:
The returned tb-0535fcs (lot#kr862117) was evaluated for ¿probe damage error¿ issue. The reported complaint was confirmed. Visual inspection noted that the device attached to the usg-400/esg-400. Probe check was performed and the device failed the probe check testing. Both switches were checked and found to be functional. In addition, visual inspection on the received condition was performed on the device and determined that there is some tissue buildup. The ptfe pad (teflon pad) was inspected and found it is separated with metal exposed. The distal end of the device was inspected under a microscope and found a hairline crack on the probe tip with charred marks observed. The wiper movement is noted to be normal and the consistency of movement of the handle and jaw is normal as well as the handle load. The rotation of the knob torque is determined to be normal and smooth. In summary, based on the evaluation and investigation results, the reported issue of ¿error probe damage error¿ is likely attributed to the probe coming in contact with hard or metallic surface during activation. As a preventive measure, the instruction manual provides several warning statements in an effort to prevent damage to the probe. "Do not activate output in seal and cut mode while the grasping section is closed without contacting tissue or vessel. Do not activate output while applying the probe tip to the tissue with a strong force. Do not activate output while grasping thick and hard tissues. Otherwise, various forms of damage in the probe tip and/or the tissue pad such as premature wear, breakage, deformation, exposure of metal, and/or falling inside the body cavity, and/or partial separating may occur."

Event description:
It was reported that during a thymectomy vats procedure on a male patient, (B)(6) of age and weighed (B)(6) an error code occurred. It was reported that the surgeon was working approximately about half an hour into the surgery when the error code began to display. They cleaned the tip and tried different cords as they thought the error code indicated a defective tip or needs some cleaning, however, it did not work. They switched to different but same device however, the error code displayed again. To continue and complete the procedure, the surgeon switch to a harmonic scalpel. In addition, it was reported that prior to use, the devices were inspected and nothing abnormal was observed. There was no visible sparking, charring or any metal part of the grasping section was exposed. No fragments fell into the patient and no bleeding was observed. There was no patient harm or injury reported due to the event.